Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and confirmed that after power cycling the system and redraping for the next case, the issue was resolved. The customer confirmed the issue was resolved and the issue did not return. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the robotics coordinator contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeon stated that the universal surgical manipulator 2 (usm) movement was backward. The isi tse reviewed the logs and found no errors. The surgeon stated when the surgeon moved usm 2 up and down the usm went side to side only on arm 2 the other arm movements were normal. The customer stated the horizon of the camera was normal. The isi tse noted no sterile adapter issue which could cause instrument movement backward but not arm movement. The isi tse suggested to power cycling the system, but the customer elected not to during the case. The customer will hard power cycle the system after the case. The isi tse confirmed arm assignments were correct through artemis. The procedure was completed as planned with no reported injury.